Manufacturer narrative:
Date of event: (B)(6) 2022 was use since event date was not provided. Initial reporter address 1: (B)(6).

Event description:
It was reported that tip detachment and removal difficulties occurred. A 035/260/3mm amplatz super stiff guidewire was inserted into the target lesion. However, the guidewire broke during the procedure. The physician tried to move it but could not. No patient complications were reported.

Manufacturer narrative:
Corrected h6: evaluation conclusion code. B3 date of event: (B)(6) 2022 was use since event date was not provided. E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was kinked at several parts of the distal end, no other damages were observed. Under microscope it no damages were observed at distal tip section. The outer diameter of the distal tip, middle section, proximal section and the overall length were within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that tip detachment and removal difficulties occurred. A 035/260/3mm amplatz super stiff guidewire was inserted into the target lesion. However, the guidewire broke during the procedure. The physician tried to move it but could not. No patient complications were reported.

Manufacturer narrative:
B3 date of event: (B)(6) 2022 was used since event date was not provided. E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was kinked at several parts of the distal end. Confirming the reported guidewire "difficult to remove". Under microscope no other damages were observed at distal tip section. The outer diameter of the distal tip, middle section, proximal section and the overall length were within specification.

Event description:
It was reported that tip detachment and removal difficulties occurred. A 035/260/3mm amplatz super stiff guidewire was inserted into the target lesion. However, the guidewire broke during the procedure. The physician tried to move it but could not. No patient complications were reported.